Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified laminectomy spine procedure, it was observed that the motor device would not lock cutting burr devices into place. It was reported that a second motor device was used but also failed. It was reported that there was a slight delay of two minutes and a spare device was available for use. It was reported that the procedure was completed with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the cutter lock verification. It was noted that the pawls were worn out that prevented the cutter from locking. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to trying to run the device in the load position, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.